Manufacturer narrative:
(B)(4). The device has been received for evaluation by the baxter product analysis lab (pal). Upon completion of the device evaluation or if additional information is received, a follow up report will be submitted.

Manufacturer narrative:
(B)(4). The rite (return instrument test and evaluation test was performed when the device was returned to baxter for evaluation. The device passed the homechoice rite functional test and the homechoice rite electrical test. External visual and internal visual inspections revealed no problems. Per the log there were numerous priming sequences attempted that were aborted due to check lines and bags alarms confirming the reported difficulties. The machine failed to process while administering to the patient. Confirmed in the logs and not duplicated during evaluation. The assignable cause was undetermined. Baxter will continue to monitor similar issues to determine if further actions are required.

Event description:
A customer contacted baxter's technical service center regarding a home choice (hc) issue (unknown) which occurred during patient use. Reportedly, the patient had to be sent back to acute care as her health declined (unknown issues) during the event. The technical service representative (tsr) assisted the manager and asked if the nurse started over with new supplies. The nurse indicated they tried several times. The nurse indicated the device failed to function and lead to deterioration of the patient status leading to transfer acute care